Event description:
The port was accessed at least three times to withdraw spinal fluids. After the third, the port began to leak. This was discovered about an hour later. (B)(6) 2015: 1) did this event occur intra-operatively? No. 2) was there a delay in surgery over 30 minutes? No. 3) were there any adverse consequences to the patient? Unknown at this time. 4) what actions were taken as a result of this incident? Device was swapped out. 5) is the device being returned for evaluation? Device was discarded by staff.

Manufacturer narrative:
Gtin: unk. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.